Event description:
It was reported that during a subfacial endoscopic perforator surgery (seps) on the posterior compartment of the lower leg, the clinician applied sufficient torque on the instrument to break a weld joint on the outer tube. The clinician chose to continue using the instrument rather than replace it and was able to complete the procedure with no ill effects to the patient.